Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 94-year-old female was implanted with an impella cp device for mechanical circulatory support. It was reported that after crossing the aortic valve into the ventricle, the wire used to implant the impella cp was not removed prior to starting the device. This resulted in a motor current high/pump stop alarm. The wire was removed, and the device restarted in auto. Pulsatility remained ¿non-observant¿. The impella flows were unable to exceed 2.0 lpm. The patient¿s mean arterial pressure continued to decline, and the decision was made to discontinue support.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The procedure outcome was that the patient expired. Medical safety review of the reported event noted the use of the device cannot conclusively be associated with the (death) outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ b.5 revised as procedure outcome and medical safety review was inadvertently omitted from the initial manufacturer device report number 1220648-2024-14282. E.1 email was entered incorrectly on the initial manufacturer device report number 1220648-2024-14282 and should of been left blank. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-14282 as it is unknown if the initial reporter also sent the report to the FDA. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-14282 was submitted. H.6 code 2954 was entered incorrectly on the initial manufacturer device report number 1220648-2024-14282 and new codes have been added. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-14282 .